Event description:
A talent stent graft device was implanted into a patient for the emergent treatment of a ruptured thoracic penetrating ulcer. It was reported that during removal of the distal main delivery system which was the second device to be implanted, the common iliac artery was avulsed. The artery was transected above the hypogastric artery and the patient bled profusely. An emergency cut down was performed followed by placement of a balloon to control the bleeding. A conduit was sewn in from a retroperitoneal approach and finished the case by implanting 3 additional devices. The patient lost a large amount of blood due to the ruptured ulcer. The patient was taken to ICU after the procedure. The patient remained in ICU; however, five days post stent graft implant, the patient expired.

Manufacturer narrative:
(B) (4): results: death. Ruptured thoracic penetrating ulcer.